Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the suture was not present when the plunger was removed. The sutures of 2 new proglide devices were successfully pre-placed. The sheath was upsized to greater than 10f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: reportedly, the first proglide device was successfully placed. The second proglide device failed. The suture of one new proglide device was successfully placed. Hemostasis was achieved with the first and third pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the suture was not present when the plunger was removed. The sutures of 2 new proglide devices were successfully pre-placed. The sheath was upsized to greater than 10f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.